Event description:
As reported by the edwards field clinical specialist, at a tavr case a 26mm sapien valve was opened and prior to removing the valve from the container, a small black fiber was noticed attached to one of the leaflets. The valve was not used and a second valve was opened. The case proceeded without incident. The clinical specialists indicated she did not notice any other particles in the jar. The particle resembled a very thin hair, but not the fuzzy pericardial tissue. No attempt was made to rinse off the particle.

Manufacturer narrative:
The valve was returned detached from the holder in its original jar. During visual inspection of the valve, a black fiber was found on one of the leaflets on the inflow (rough) side of the valve and isolated for chemistry analysis. The valve was then observed visually and with 8x magnification. All sutures were intact without any frays or tears. Visual inspection did not show any damage to frame, skirt, or leaflet of the valve. The chemistry analysis was performed on the isolated particulate. Ft-ir spectrum of the isolated particulate revealed that the black fiber showed a chemical signature similar to a protein-like fiber material (possibly silk or human hair). The IFU and edwards thv patient screening and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The device history record (DHR) review of the affected sapien valve shows the device met specifications prior to distribution of device. The lot history review did not reveal any similar complaints from this lot. The engineering evaluation of the returned device confirmed the reported particulate contamination. The sapien valves are manufactured under controlled environments in clean-rooms which meet all industry cleanliness classification requirements per iso14644-1. All personnel entering or working in edwards¿ manufacturing facilities must follow specific rules and gowning procedures per standard operating procedure to reduce particles and control contamination that could impact product. During manufacturing, sapien valves are 100% visually inspected under 8x magnification. This inspection is also performed again before holder attachment. After holder attachment, the valves are 100% visually inspected for suture frays and contamination of the holder. Prior to final packaging, a 100% visual inspection is performed for foreign materials on the valves as well as inside the jars. In this case, the source of the black protein-like fiber could not be determined, however, it is possible that it could originate from human debris or personnel¿s clothing during handling in manufacturing. While particulates can come in contact with the device from various sources, including clean-room and operating room environments, a review of complaint data shows the frequency of particulate related complaint to be low, thus re-enforcing edwards¿ manufacturing and inspection controls. As this complaint was confirmed and is considered related to the manufacturing process, awareness training for the operators to review images of the complaint device was performed and a global corrective and preventive action (CAPA) was initiated to further investigate this event.

Manufacturer narrative:
The valve was returned to edwards for evaluation. During the initial engineering evaluation a black fiber was confirmed on the inflow side of one of the leaflets. The fiber was isolated for chemistry analysis. No damage noted on the valve. Investigation is ongoing.